Event description:
It was reported that difficulty to aspirate occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "customer reported a blockage in their syringe needle that would not allow them to draw insulin into the syringe. Customer reported this issue has happened about 4 times since the start of the year."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. Therefore, a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficulty to aspirate occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "customer reported a blockage in their syringe needle that would not allow them to draw insulin into the syringe. Customer reported this issue has happened about 4 times since the start of the year."